Manufacturer narrative:
Per -2568 final report the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. An x-ray and the explanted devices were provided and reviewed but did not present any indications to the root cause of the reported event. Based on the available information, no further investigation can be conducted and the root cause could not be determined, thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision after 23 days due to the head dissasociating from the insert.

Manufacturer narrative:
Per -2568 initial report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The explanted devices are being returned to corin and will be reviewed along with provided x-rays and operative notes. Details of this review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision after 23 days due to the head disassociating from the insert.